Event description:
Standard left-sided approach, rv lead removed without difficulty. Ra lead with fairly dense adhesions at the svc to ra segment. Tip freed without difficulty; pt has abrupt drop in bp. Resuscitations done. To or. Pericardial tamponade; perforation tip rt auricle; 4mm drainage cath perforated into rt ventrical; caval tear on inside of rt hemithorax.